Manufacturer narrative:
An action investigation related to this is issue is being conducted by the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02050 and 02051) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that an inpatient experienced electrical fault alarms along with high watt alarms. Clinical engineering was called to preformed a driveline cleaning. Per the service report: the log files indicate intermittent electrical connection contamination suspected. Service action recommended. The patient was prepared for the procedure with medication. The pump stop time during the procedure was approximately 45 seconds. Contaminants visible within the driveline connector, the controller was exchanged and electrical fault alarms were not "recreatable" following the procedure. There were no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
Log file analysis: review of the log files reveals occurrences of several electrical fault alarms. One (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to contamination of the driveline connector by foreign material. The reported event was confirmed via review of the controller log files, which revealed occurrences of electrical fault alarms. These alarms are most likely due to due to contamination of the driveline connector by foreign material. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware has opened an internal investigation to address this issue. This is two of two reports (3007042319-2015-02051 and 3007042319-2015-02050) submitted for devices related to the same event.